Manufacturer narrative:
(B)(4).

Event description:
It was reported that while trying to disconnect the lead during a device change-out for eri, one of the pins for the leads was broken. An insulation break was noted on the pace/sense as well as the svc near the terminal pin. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient was stable.